Event description:
It was reported that a chemo-aide connection set leaked at the junction between the set and another baxter set. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation connected to another baxter set. A visual inspection, gravity flow testing, and connection testing were performed. No disconnections, malfunctions or other abnormalities were identified during the evaluation of this device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.